Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: inratio: 1.0m reference: 1.9, mean: 1.45, confidence limits: 1.1-1.9. Data analysis revealed inratio inr results report by end user did not meet accuracy criteria. No product is expected to be returned. Timing between the two tests may have been longer than three hours. As a result, pt's biological variability may have changed. Accuracy testing of retained strips from a previous case revealed that the criteria for accuracy was met. There is no sufficient info to determine that cause of the customer's test results discrepancy. As of (B) (6) 2010, ten discrepant result complaints were reported for lot #225433 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results for retained lot #225433: see scanned table. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 225433 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.0, lab: 1.9.